Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was setting up adaptive stim (as) for patient (pt) using clinician programmer app. Upright orients fine, but when pt gets on right or left side, the interface says pt in wrong position. When caller retried during call, caller was able to orient with pt lying on right side, however the interface reflected that pt was on their left side. Tss encouraged rep to check that values are set up appropriately by using test as feature at end of set up. They are most interested in pt having lower stim with lying back position.  Caller will work further with pt on as programming setup. Additional information was received from a mdt rep on may 2nd. The rep called in to review how to reorient the implant. Rep said she oriented the implant appropriately a few months back; discussed a possible flipped implant. Rep said implant is flat and it didn't appear to be moving around. Rep to meet with patient to reorient the implant. Rep reported the technician believed the patient¿s battery must have flipped at some point since rep had set up adaptive stim in the past without problems. Technical services (ts) suggested only orienting 3 positions and skip the rest. Rep was able to reorient the battery and adaptive stim worked fine. The issue was resolved.

Event description:
Rep reported nothing is going to be done about the flipped ins. Both the patient¿s pain management doctor and surgeon are aware and they are not going to take any actions. Rep reported they were unaware of the patient¿s weight at the time of the ins that flipped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.